Manufacturer narrative:
The device is currently not available for analysis. A review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. The root cause for the observed device migration could not be determined.

Event description:
Ous MDR - it was reported that this patient experienced pain while lying on the left side of the body. The ICD had shifted and moved in the pocket. The patient was hospitalized and the ICD was repositioned. This device remains actively implanted.

Manufacturer narrative:
The event date was corrected.